Event description:
Additional information: the patient¿s outcome was recovered. The cause of the symptoms was fever from pneumonia. No abnormality was detected in cerebrospinal fluid (csf) culture test. There was no meningitis. The symptoms were not related to the drug, device, or procedure. The patient had an inflammatory reaction, but the symptoms were ¿relieving.¿ the cause of the adverse event was unclear, but it was not considered to have a causal relationship with the device or therapy.

Event description:
It was reported the patient was hospitalized and bedridden. She had suffered cardiopulmonary arrest on (B)(6) 2012. Per a physician on (B)(6) 2012, the patient was now not in cardiac or respiratory arrest; however was having periodic spasms and was unstable. X-rays were taken, and it was assumed that there was no anomaly found in the catheter. A physician suspected meningitis because the level of white blood cells showed 12,000 and the patient was treated with antibiotics. An onset of (B)(6) 2012 was indicated in regards to the suspected meningitis. Per the attending physician patient had past experiences and events of meningitis. Severity was considered to be life threatening. The patient was currently under observation and her progress was being monitored. No judgment had yet been made concerning a causal relationship. Patient outcome was noted as not recovered. Drug delivered via the device was gabalon daily dose 60 mcg.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).